Event description:
Patient undergoing CT guided liver biopsy. CT system locked and did not provide real-time images. Portable ultrasound brought to CT suite to complete biopsy process. After needle was pulled, patient taken to another CT unit for postprocedural scan. No patient injury, but the underlying issue (system lock/freeze during scan) has occurred numerous times on standard scans. Other system issues (laterality) have been encountered with this unit.